Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer could not get the insulin pump off the rewind screen and there was no delivery alarm. The customer performed troubleshooting and stated that the insulin did not exit the tubing and there was an alarm again on the insulin pump after troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.